Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a290 ,lot# va0c6dx027, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, lot# va0c6dx031, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The patient via a manufacturer representative reported that the patient had a work injury and was worried about their implantable neurostimulator (ins). They had a work injury 2 days prior to the report where they were electrocuted due to electrical exposure at work. They were not taken to the emergency room but saw someone at their work site health department and also had an EKG. There were no changes in the stimulation pattern but they felt that since 2 days prior to the report they needed to turn their stimulation up slightly higher than before. The ins was checked and the impedances were within normal limits. The patient did not want a reprogramming because they still had coverage. The patient was going to set up an appointment with their doctor to follow up with their concerns. The patient was implanted for spinal pain.

Event description:
The implantable neurostimulator (ins) was replaced on (B)(6) 2016.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.